Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An intestinal perforation and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient continued to have abdominal pain, and an abdominal CT was performed, which showed faecal loading. On (B)(6) 2019, a c-reactive protein (crp) test was performed, which showed an elevated level of 114. On (B)(6) 2019, due to a suspected perforation, the patient underwent a laparotomy. A colon perforation and pneumoperitoneum were found. A laparoscopic defunctioning loop colostomy, suture of the colonic tear, and revision of the gastrojejunostomy were performed. The patient was admitted to ICU. The patient was treated with IV flagyl and IV cefuroxime while in the hospital. On (B)(6) 2019, the patient was transferred from ICU to the medical ward upon stabilization. On an unknown date, the patient was discharged from the hospital.